Event description:
It was reported that pump displayed malfunction alarm malf 24 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed address and warranty status, provided instructions for storage mode and pump return using prepaid materials within required timeframe, and advised customer to enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.